Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced 3 hernias. The hernias were in the same location. It cause of the hernias was unknown. In the month following diagnosis, the patient had hernia repair surgery as an outpatient. The patient was placed on hemodialysis for a few weeks and at the time of this report, was back on pd therapy. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. If additional relevant information is received, a supplemental medwatch will be filed.